Event description:
During a laparoscopic gastric bypass procedure, it was noted that three ir60b reloads deployed underformed staples at the distal end of the staple line. As a remedy for the underformed staples sutures were applied at the distal end. A fourth reload failed to transect the tissue. Another device was subsequently applied to the tissue to effect a cut.

Manufacturer narrative:
Each of the four ir60b reloads had damaged tissue bumps. The damage may have been caused by anvil-to-housing misalignment in the concomitant device. The issue will be trended to confirm the root cause of the damage. The root cause of the damaged cover could not be ascertained. Eval summary: all four reloads had damaged tissue bumps due to misalignment between the housing and the anvil. The first reload also had a damaged cover. The underformed staples were caused by collapsed tissue bumps.